Event description:
Affiliate reported that the pt's ventricles reduced in size. The surgeon changed the pt's pressure. Thirteen days later the pt had an MRI and it was noted that the MRI changed the pt's pressure setting. The surgeon attempted to reprogram the device and was unsuccessful. As a result the device was revised.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.